Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was undamaged. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under the button contacts. Unrelated to the button tactile issue, the display was dim with pinkish contrast. The bolus button cover was torn while the button responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).